Event description:
On 12/14/2015, the reporter contacted lifescan (B)(4), alleging inaccurately low control solution results. The reporter obtained a control solution reading of "15.5mmol/l" on the subject meter. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.